Event description:
During preparation for a da vinci s prostatectomy procedure, the surgical staff found a wire coming off from the pulley of the prograsp forceps instrument. The staff exchanged it into a backup instrument and the planned procedure was completed without problem. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip close cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. An additional observation not reported was that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Scratches on the surface of the distal pulley were also noted. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, frayed cable strands found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.